Event description:
It was reported that one yr and 223 days following a coronary artery drug eluting stenting treatment procedure, thrombosis occurred. The target lesion was located in the left anterior descending (lad) coronary artery. The physician used a sprinter balloon inflated to 8 atm to predilate the lesion. A 3.0x20mm taxus express2 drug eluting stent was deployed at 14 atm in the lad with good apposition. The pt was prescribed plavix for one year and then was continued on aspirin. One year and 233 days following the index procedure, the pt was flown to the hosp emergency room and thrombosis was found. Using an aspiration catheter, the pt was treated with several passes to remove clot out of the stent. Then there were two bare metal stents of unk type implanted. The physician reported that the pt was doing fine following the intervention. Two days before this thrombosis event, the pt went off aspirin to have a gastrointestinal procedure. Additional info was requested.

Manufacturer narrative:
The delivery device was disposed and the stent remained in the pt. Therefore no analysis could be performed. Because the batch number for this complaint is unk, the shop floor paperwork could not be examined. The cause of the difficulties experienced during the procedure could not be determined.